Event description:
The patient reports their dash personal diabetes manager (pdm) has lowered their basal rate. The patient alleged their daily basal insulin should be 10.5 units, however for several days their daily basal insulin was less than 10.5 units. The patient denies changing their settings or pausing insulin delivery or using any temporary basal rates. The patient also denies any issues with pod communication errors. Insulet's clinical product support has contacted the patient and they are reportedly comfortable continuing to use their dash pdm and will call insulet again if they notice the issue again.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.